Event description:
It was reported the insulin pump had cosmetic damage. Customer's blood glucose was 4.7mmol/l. The damage was not caused in a car accident. Damage occurred during set it snapped. Customer stated the damage occurred where the device read mdt. The infusion got snagged when the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.